Event description:
This lead was capped and replaced due to noise and impedance readings greater than 4000. There were no adverse events reported for the pt. Should add'l info be received, this file will be updated.